Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to their blood glucose level. The customer was assisted by technical support to load a new cartridge using the proper technique, and they were able to successfully load a cartridge and resume insulin therapy.